Event description:
See initial report.

Manufacturer narrative:
H.10: the patient pump was replaced and the issue solved. Through follow-up communication livanova deutschland learned that the pump was mechanically blocked and that it could not be turned by hand. The part has not been made available for further investigation. However, the most likely root cause of the pump blockage is a bearing damage. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A field service representative was dispatched to the facility to investigate the device and found low flow when the patient pump 2 was activated. A new pump has been ordered. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a heater-cooler system 3t with no flow from the port used for patient blanket. There was no report of patient injury.